Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump had partial display after dropped. Blood glucose was unknown. Customer reported that solid white display. Customer stated that the device was dropped. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The device received with missing segments and partial display due to cracked and bleeding lcd glass, unable to perform self-test and displacement test due to missing segments and partial display.